Manufacturer narrative:
PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a laser lithotripsy procedure while using the ncircle tipless stone extractor, the nitinol portion of the basket malfunctioned. One of the wires broke after multiple openings and extractions - releasing of stones. The wire did not separate from the basket. They opened another device to finish the case. As reported, no unintended part of the device remained inside the patient¿s body. There were no additional procedures required due to this occurrence. There were no adverse effects or consequences to the patient.

Manufacturer narrative:
E1: occupation: other / district manager. Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. In addition, a review of complaint history, the device history record, drawings, instructions for use, quality control data, and specifications was performed. One device was returned for investigation. The device was returned with the handle in the open position. The basket formation is in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 2.5 cm in length. A visual examination noted the support sheath is bowed in appearance. A functional test determined the handle actuates the basket formation. An observation of the basket formation noted that one of the wires has pulled out of the cannula; the other three wires are secure. The device history record was reviewed and noted 0 non-conforming devices. A review of complaints history revealed no other complaint associated with lot number 8433570. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have 1 of the 4 basket wires pulled free from the cannula that holds the proximal end of the basket wires in place. All devices are 100% inspected for functionality and integrity before packaging. The instructions for use (IFU) contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The source of the observed damage could not be determined. The source of the observed damage could not be determined. With the available information, the exact cause of the failure is unknown. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.